Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the smooth pin got welded to the distal femoral resection cutting guide while being used."